Event description:
The report received indicated that a patient died one month after receiving a cypher stent in the circumflex to treat a lesion in the posterior descending coronary artery. The patient was past smoker with an unremarkable past medical history. The indication for the index procedure was stable angina and the patient was on asa for less than thirty days prior to the index procedure. The patient was also on ace inhibitor. A 3.5 x 18mm cypher stent was deployed at 16 atms in the posterior descending coronary artery to treat a lesion described as 3.5 x 14mm long, de novo, irregular and concentric but readily accessible, classified as type b with a 90% stenosis. Pre and post dilation was not conducted and the residual stenosis was zero. No procedural complication was reported and the patient was discharged home on the same day as aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. At one month follow-up, it was reported that the patient died from acute myocardial infarction and possible thrombosis. It was also reported that clopidogrel was interrupted for five days or less by doctor's orders.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.